Event description:
It was reported that the ilet user experienced a roller-coaster blood glucose event that began with hypoglycemia due to announcing an incorrect meal size, self-treated with three glucose tablets, followed by rebound hyperglycemia with a peak of 250 mg/dl. Symptoms included hypoglycemia with a nadir of 53 mg/dl, hyperglycemia, headache, and sweating. Outcomes included return to target range within one to two hours via ilet automated corrections and user self-management without hospitalization, alerts, or alarms. Investigation included complaint intake and troubleshooting with education on hypoglycemia treatment and avoidance of overtreatment. Investigation of this case revealed that the device functioned as designed, ilet correction dosing responded appropriately, and the event course was consistent with user overtreatment of hypoglycemia rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related management of hypoglycemia leading to transient hyperglycemia, with no device-related failure identified. This report is being submitted for use error of overtreating hypoglycemia. A separate report has been submitted under report number 3019004087-2026-40165 for use error of incorrect meal size.